Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: distal conductor was fractured; full lead was returned for analysis.

Event description:
It was reported by the patient that he received eight shocks from his device and was told by his physician that there was something wrong with his shocking lead. The rv lead was replaced and no further patient complications were reported as a result of this event. Further information received with the rv lead indicates that the lead was fractured, inappropriate shocks were given, and oversensing was also noted. The lv lead was also removed due to high impedance of greater than 2500 ohms. An unsuccessful reattempt to place the lv lead was made, but the lead was difficult to manipulate and got stuck on the guidewire.